Event description:
Resident was being transported in geriatric chair when right rear wheel fell off of chair. Chair tilted and resident fell to floor head first. Red area noted to head, ice applied. Resident complained of right shoulder pain during the night. X-ray done on 2-10-99. No fracture noted. Maintenance director inspected chair. Weld around wheel broke resulting in incident.